Event description:
It was reported that via (B)(4) transmission it was revealed the patient received inappropriate therapy. It was suspected that due to programming, the device was incorrectly diagnosing svt episodes. Programming changes were recommended for the patients next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.